Event description:
The user facility reported that during a patient procedure the audio to their hexavue custom room rack was fluctuating intermittently. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the audit cabling to the system was damaged from user facility personnel bending the cabling, subsequently causing the reported event. To resolve the issue, the technician repaired the wiring to the cables. The unit was tested, confirmed to be operating according to specification, and returned to service. The hexavue custom room rack operator manual states, "only trained personnel should attempt to operate the integration system and its components.". While onsite the technician counseled user facility personnel on the proper use and operation of the rack, specifically on not bending the cables of the unit. No additional issues have been reported.